Event description:
It was reported via repair work order that the when the fowler was used, all other bed functions would stop working due to a malfunctioned cpu board and fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.